Event description:
During the low anterior resection procedure, the instrument did not staple and did not cut. Removed instrument; tried to hand-sew the hole that was created in the rectal stump - multiple attempts with leaking. Mobilized rectum another three centimeters, stapled across again to transect that portion of the bowel out and used a second instrument to complete the anastomosis.